Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Additionally, there is no indication that any da vinci products contributed to the reported complications. Citation: milone m, anoldo p, manigrasso m, cantore g, campanile s, rompianesi g, troisi ri, d'amore a, de palma gd. Robotic 8-mm trocar fascial wounds: to close or not to close? Int j med robot. 2024 apr;20(2):e2624. Doi: 10.1002/rcs.2624. Pmid: 38430543. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section a: patient information - no specific patient demographics were provided for this patient. Demographics in the study group showed a mean age of 56 years; the gender of the majority (52.5%) of the study population is female.

Event description:
A review of clinical article that evaluated the 8mm robotic trocar site hernia (tsh) rate of a study performing a retrospective analysis of 320 patients underwent robotic surgery from january 2018 to december 2021 in an institution. There were 38 total postoperative complications related to the robotic trocars (11.87%). These included 15 cases of wound infection (4.68%), with 14 treated by antibiotics and one requiring drainage, and 22 cases of wound hematoma (6.87%). One case of trocar site hernia (tsh) was observed (0.31%). A significant correlation was found between these complications and the presence of comorbidities in the patients, not with trocar position. Attempts made to the article author to obtain additional information, but no response has been received.